Event description:
Tbm alleges that the end user the chair went forward on its own and he ran into the tv stand and fell out of the chair. End user claims that he had to call the paramedics to come and help him and he had bruises from the fall.